Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust/ dirt contamination and displayed error code e065 (stuck encoder a). The device was scrapped by the service center after the evaluation was completed.